Event description:
Rrt [registered respiratory therapist] and nurse were in patient's bed space when patient's ventilator started to make a noise and went into invasive high flow. Rrt had to turn ventilator off to go back to the previous mode. Patient's heart rate dropped from 150's to 90-100's during the event and sats dropped to low 80's. Once the patient recovered the ventilator was swapped out.

Event description:
Rrt [registered respiratory therapist] and nurse were in patient's bed space when patient's ventilator started to make a noise and went into invasive high flow. Rrt had to turn ventilator off to go back to the previous mode. Patient's heart rate dropped from 150's to 90-100's during the event and sats dropped to low 80's. Once the patient recovered the ventilator was swapped out.